Event description:
It was reported that intermittent high capture thresholds were observed. Patient was asymptomatic. The lead was explanted and replaced. The patient did very well.

Manufacturer narrative:
(B)(4).